Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, there were continuous glucose monitoring (cgm) inaccuracies compared to the blood glucose (bg) meter that occurred. The sensor was inserted on the arm, on (B)(6) 2016. Pediatric patient is using an adult receiver. No additional event or patient information is available. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen). Also: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.